Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument and instrument data evaluation. After evaluation, the cse determined that sample arm 3 was disabled during the time of the event. The cse determined that the cause of the discordant albumin, urea nitrogen and carbon dioxide results was due to a sample probe 3 mixer assembly malfunction. The cse replaced the sample probe 3 mixer assembly and successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant albumin (alb), urea nitrogen (bun) and carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant alb, bun and co2 results.